Event description:
A (B)(6) male pt called zoll customer support to report that the electrode belt connector was damaged on his monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor belt connector damaged) was confirmed. Upon investigation the electrode belt receptacle was broken free from the monitor case. The root cause for the damaged electrode connector could not be positively identified, but the damage was likely the result of the monitor being dropped while connected to the pt's electrode belt. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement monitor.